Event description:
A malfunction on the pump was reported by the caller, which occurred after walking under a bar and experiencing an electric field. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised they could continue using the pump while being instructed to call back if the issue reappeared. The caller acknowledged and understood the guidance given.